Manufacturer narrative:
The customer reported that the needle had separated from the microtip. The company is still awaiting on the return of the device for evaluation. Once the device has been received and evaluated, a supplemental MDR will be filed with the results of the evaluation.

Event description:
Per the information provided, the machine was making a different noise, and the physician was having a difficult time cutting. The device was removed, and the needle fell out. The physician retrieved the needle by hand. The physician used another device to complete the procedure. The patient being treated was under local anesthesia at the time, and there was a 10 minute delay with the procedure. There was no harm, injury or complication to the patient caused by the failure.